Manufacturer narrative:
We are still investigating this report. A follow-up report will be submitted as soon as we complete our investigation.

Event description:
The patient was being transported (post anesthesia) from the operating room to the nursery. One nurse was on the bassinet end the warmer (using the push/pull handle), the other nurse was assisting to guide the warmer on the post end of the warmer. The warmer post tipped forward and the nurse on the bassinet end caught the infant. The infant was in the warmer approximately 10 to 15 minutes before the incident occurred. No injury was sustained by the infant or any hospital staff members. (B)(4).